Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that there was an inquiry regarding the minute ventilation (mv) sensor feature when it comes to this device. Technical services (ts) discussed that the mv needed to be off as anti tachycardia response episodes were inappropriate, due to the mv signal. Ts also discussed that based on the episodes provided from 2018 there was likely a surgery six days post implant, and noise was seen on the right ventricular electrocardiogram. Ts discussed evaluation the right ventricular channel, as well as doing manipulations and movement/posture changes with the patient. At this time the device remains implanted. No adverse patient effects were reported.